Manufacturer narrative:
The device details were not available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced an infection at the abutment site and subsequently the device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device during the same surgery.